Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the physician encountered difficulty securing the right ventricular lead to the ventricular septum due to the lead¿s weaker fixation capability, despite multiple attempts. The lead was not used and replaced during the procedure. There were no patient consequences.